Event description:
The pt reportedly experienced painful superficial lymph nodes on the implant side and was prescribed bactrim. The pt then had increasing lymphadenopathy to involve pre-auricular of the implant site, and a secondary adverse reaction to the bactrim. The pt was admitted and medication was changed to levofloxacin and vancomycin. Antibiotic treatment was stopped on (B)(6) 2012 as the lymphadenitis is believed to be viral. Advanced bionics is in the process of gathering more info. Once more info is received, a supplemental report will be submitted.